Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (15 mg/ml) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient had been feeling flu-like, achy, had return of pain symptoms, and withdrawal symptoms since (B)(6) 2016. On (B)(6) 2016 the patient noticed an alarm, but did not notify the managing physician until (B)(6) 2016. On (B)(6) 2016, the pump was interrogated and the logs were read at the ER (emergency room) and indicated ¿safe state ¿ low battery¿ on (B)(6) 2016. It was confirmed that the pump was in safe state due to low battery/premature battery depletion. The patient was going to be supplemented with dilaudid until the pump could be replaced. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿.

Event description:
Additional information received reported that the following was seen in the pump logs: (B)(6) 2016 09:28, pump in safe state (B)(6) 2016 09:28, reset occurred - low battery (B)(6) 2016 09:28, reset occurred. Per the reporter the cause of the low battery was unknown. The managing healthcare provider programmed the pump to minimum rate on (B)(6) 2016 and would supplement with orals until the pump can be replaced.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid [15.0 mg/ml] at a minimum rate of 0.092 mg/day. Analysis of the pump found high battery resistance. Conclusion code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.